Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for the call was the patient stated they wanted the implant removed because they disliked the implant. The patient stated it takes all day to charge the whole thing and they can use it for 4 hours and then they have to do the whole process all over again. The patient also stated if it wasn't so difficult to use, they probably wouldn't dislike it as much but it's cumbersome if they don't spend their entire life stuck in a room next to an outlet. The pt requested a representative (rep) at their hcp office to discuss removing it, appt is on may 19th at noon. Agent emailed the representative in the area for visibility. The patient was redirected to their healthcare provider to further address the issue. When asked for event date, the pt said months and months. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.